Event description:
The facility's biomed technician reported an infusion pump with failure code 719 during biomed testing. Additional contact information was requested but no additional contact was identified. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.